Event description:
Resident was being transferred by 2 certified nursing assistants (cna) using lift. When mostly over bed, lift arm collapsed and dropped resident onto bed. 1 cna braced him with her knees as he was partially off bed, while other went for help. Res then moved more fully onto bed with assist of 3 people. Res immediately complained of low back pain, and was sent to hosp for x-ray.